Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1: physical manufacturer updated. H4: manufacturing date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hsb. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device history lot, elmira 08-jun-2021, part number: 04.038m190sp, lot number: 22p0049, part manufacture date: 18-oct-2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot tfna fenestrated screw 90mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal due to pain. Trochanteric femoral nailing advanced (tfna) screw, trochanteric femoral nailing advanced (tfna) femoral nail and titanium locking screw were removed. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves three (3) devices. This report is for one (1) tfna fenestrated screw 90mm - sterile. This report is 1 of 3 for (B)(4).